Event description:
One touch ultra test strips and not compatible with one touch verio meters. The labeling on the one touch meter includes the following statement "upgrade now to the one touch verio family of meters" this statement is directly underneath the statement that relay's test strip /meter compatibility info. This may lead to incorrect dispensing of test strips with non-compatible meters. The statement advertising the one touch verio meters should be removed. FDA safety report ID# (B)(4).